Event description:
Caller alleged imprecision with the inratio meter. Results as follows: dates: (B)(6)2012, initial inr (9.0), repeat inr (5.7), 2nd inr: 3.3); (B)(6) 2012: (5.4), (3.9), na. Time between each test was 30 minutes. Customer stated that on (B)(6) 2012, the dr lowered his coumadin dosage from 7.5 mg to 5 mg. Pt's therapeutic range is: 2.0 - 3.0. No further info was reported.

Manufacturer narrative:
Case was submitted to the medical advisor for review. Medical advisor determined that the inratio product did not contribute to the dose adjustment that was reported in this complaint. The medical advisor categorized this reportable event as malfunction. Investigation pending.